Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that it was getting harder to connect to the implant and they have to retry several times and keep having to turn it up. Patient does not feel stimulation sensation after increasing amplitude. They have noticed a loss of therapeutic effect for the past couple of months. Patient wanted to know if this could be caused by ins battery getting low. Patient has not seen a low battery message on their programmer. Ps reviewed that the reported symptoms would not likely be caused by low ins battery and asked if patient has had any falls or traumas. Patient reported they had a pretty hard fall and broke their shoulder and also started noticing some of the therapy related concerns after having surgery on their thigh. The patient was redirected to their healthcare provider for device check.